Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to disconnect and replace certain components of their device, deliver several boluses, and informed them about the impact on insulin on board (iob). The customer was advised to replace supplies as needed and resume insulin.